Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with chest pain. Upon device interrogation, the right ventricular (rv) lead was found to exhibit high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.